Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 210 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting the following result of 128 md/dl. The difference in the readings was determined to be clinically significant. The meter and test strips in question will not be returned for evaluation as they were discarded by the consumer.